Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval. Two legs were held together by what appeared to be a blood clot/dried tissue. The dilator distal tip was slightly flared. The distal end of the sheath, past the marker band, was torn. The direction of the tear appeared to be from the inside out, indicating that the filter feet were most likely caught at the end of the sheath during deployment. The add'l force applied during the procedure likely caused the tear observed. Images were provided and reviewed. Real-time fluoroscopic images demonstrate the vena cava filter in the ivc as it is being deployed via the right femoral vein. The filter appears to get caught on the introducer sheath during the deployment. The filter is seen as it is removed from the iva from the jugular vein. Based upon the returned sample condition and the image review conducted, the complaint investigation is confirmed for the reported deployment issues. Based upon the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of the filter legs or arms, and could be prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during the procedure.

Event description:
It was reported that during deployment of a vena cava filter from the femoral vein, the filter legs could not be released from the introducer sheath. The filter was retrieved from the sheath via the jugular vein with a snare device. There was no reported pt injury.